Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the depth gauge was inaccurate. On (B)(6) 2018, it was clarified that the device did not become damaged during a specific procedure; therefore there was no single incident where the instrument became ¿broken¿. The device was sent in due to wear and tear. The operating team stated the indictor was inaccurate and was cutting too thin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink and vdoc. The last repair was (B)(6) 2017 where it was reported that the device is not working and the semi-circle bearings, vespel sleeve bearings, reciprocating arm, and thickness control shaft were replaced. This is not a related issue. Initial qa inspection of the air dermatome by medicrea on (B)(6) 2018 revealed that the control bar and the thickness control shaft are worn and used. The calibration was out of specification and the motor was within specification at 5,900 rpm. Repair of the air dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, thickness control shaft and control bar. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the control bar and thickness control shaft was worn and used. The cause of the depth gauge/ indictor being inaccurate and cutting too thin was due to the damaged control bar and thickness control shaft. The root cause of the depth/ indictor being inaccurate and cutting too thin could not be determined with the provided information since it is unknown how the components became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had wear and tear from normal use. Specifically, while in use, the indicator had become inaccurate and was cutting too thin. There was no incident where the product became "broken". The all faulty parts has been replaced .calibration of the head and tests were performed. No adverse events were reported as a result of this malfunction.